Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed failed battery and low battery warnings. The blood glucose reading is 162 mg/dl. Customer not using the recommended batteries. Advised customer on the recommended batteries. New batteries were inserted and customer unable to clear the alarm. Customer stated that he is not sure if the insulin pump is delivering the correct amount of insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.